Event description:
During a check in procedure at the manufacturer's service center, a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is still ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 09, 2022 and section h11 should be reported as: it was initially reported, during a check in procedure at the manufacturer's service center, a ventilator inoperative condition occurred. There was no harm or injury reported the device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was mention of no visual findings to the external part of the device. The manufacturer's service center concludes that they could not confirm the customer's allegation. Device was returned as unrepaired. Sections d8, d9, h2, h3 and h6 has been updated in this report.